Manufacturer narrative:
(B)(4). A third party service provider replaced the single board computer (sbc) printed circuit board (pcb). The pcb was returned for evaluation. The service engineer evaluated the pcb and verified the reported complaint. When the pcb was placed into a test ventilator the display froze at the six picture screen. The reported malfunction was duplicated.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a ventilator display would freeze and not complete the boot up process. There was no patient involvement.

Manufacturer narrative:
(B)(4). Ventilator serial number was corrected; (B)(4).